Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose over 600 mg/dl on (B)(6) 2017. Customer stated the sensor reading will say over 400 mg/dl and when she checked her blood glucose it kept reading over 600 mg/dl. The customer experienced symptoms such as nausea. Customer went to the emergency room and waited until her blood glucose was down to 497 mg/dl. The customer was treated with the insulin pump and manual injection, then blood glucose starting to come down. Customer was also treated with IV fluids and shots for the nausea. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting on the insulin pump. The insulin pump will not be returned for analysis.